Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she tried to give herself a bolus, pressed up for the carbohydrates value input, and the insulin pump kept cycling on its own without stopping. She was unable to clear the alarm. The customer's blood glucose was 92 mg/dl. The customer did not observe any significant events leading to the alarm and keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. However, no button error alarms were noted. No display ramping on its own anomaly was noted. The pump was received with minor scratches on the lcd window.